Event description:
I have experienced quality problems with the ihealth covid 19 antigen rapid test that I received from the government. The instructions for the test say that when the sealed solution is placed in the empty tube, the user should confirm that the liquid level should be "with or above edge 2" of the tube. They further state "do not proceed with this test if the liquid level is below edge 2." With about one-third of the ihealth tests I have used, the liquid level after emptying the sealed solution into the tube has been below edge 2. Based upon my limited sample, it appears that ihealth has a quality problem with the tests it has sold to our government.